Event description:
The customer reported to olympus, the gastrointestinal videoscope had poor drainage. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value, due to a dent on s-cover, water tightness was lost, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, a-rubber had a scratch, adhesive on a-rubber had a chip, adhesive on a-rubber had a crack, adhesive on a-rubber had white-clouded area, scope connector was dirty due to water leakage, s-connector had corrosion, adhesive around objective lens is peeled, connecting tube had coating peeling, connecting tube had a scratch, adhesives around light guide lens had white-clouded area, adhesive around objective lens was peeled, objective lens had a scratch, universal cord had a scratch, switch 1 had a scratch, air water cylinder had corrosion, up/down knob had corrosion, image guide protector had a scratch, connecting tube had discoloration, and due to a scratch on objective lens, the image had dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the noxxle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.